Manufacturer narrative:
(B)(6). Event site postal code: 4102295 upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) experienced a gas loss in iab circuit alarm. Patient involved and no harm is reported. Another iabp unit was used to continue iabp therapy. The iab catheter used with the reported iabp unit was used throughout iabp therapy with no further issues. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that cause of the alarm is unknown and they could not reproduce the issue. The fse replaced the pim unit due to high leak rates detected during the pneumatic test. Product passed all functional and safety tests per manufacturer specifications.